Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-16257. It was reported the pt had ineffective stimulation coverage to her left side. Diagnostic testing revealed invalid impedance reading on multiple lead contacts. The pt was sent for x-rays. Surgical intervention will likely be undertaken to address the issue. As the affected device is unk,both of the pt's leads are being reported.